Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in a coronary artery. A 3.00x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the length of the stent was shorter than the marked length of the product. The device was removed and the procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter) was measured and is within maximum crimped stent profile measurement. As part of the analysis the stent length was measured and is within specification. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in a coronary artery. A 3.00x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the length of the stent was shorter than the marked length of the product. The device was removed and the procedure was completed with another of the same device. The patient's status was stable.